Event description:
Event description cpi received information that this ventak mini ii implantable cardioverter defibrillator (ICD) did not convert a patient's ventricular tachycardia. The ICD sensed and delivered the 5-shock scheme, but the shocks did not convert the arrhythmia. The patient was brought to the emergency room, where he was externally defibrillated.